Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, successfully resolving the issue without recurrence of the malfunction. The customer was instructed to monitor for any further malfunctions and to call back if they reoccur.